Manufacturer narrative:
Effective ventilation pressure does not reaches the set pcontrol. There is a failure of the ppat sensor. Servo module will be replaced.

Event description:
Hamilton medical ag received the following incident description: customer can't calibrate ppat. Problem did not occur during ventilation.

Manufacturer narrative:
Effective ventilation pressure does not reaches the set p control. There is a failure of the ppat sensor. Servo module will be replaced. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the customer could not calibrate ppat (proximal pressure at the patient). No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement servo module was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the servo module, as no further complaints have been reported.

Event description:
Hamilton medical ag received the following incident description: customer can't calibrate ppat. Problem did not occur during ventilation.